Event description:
(B)(4). During insertion I had 3 coils inserted because one of the coils was defective. When I was told about this after the medication I was given so I would not remember the procedure wore off, I asked my doctor if she would go and look for it with and x-ray and she said it would take mm precise x-ray machinery and the coil would not cause any problems- would not be an issue it was so small. My device was provided by medicaid because this was the only option I was given for permanent birth control. The outcomes of this adverse event is unknown at this time. Possible perforation and other serious injury is still possible. About a few weeks after insertion (about (B)(6) 2008) I had terrible abdominal pain, but was not able to have this checked out by a healthcare professional because I was in nursing school at the time and could not miss class or labs. (B)(6) 2009, I gained weight and became bloated in my abdominal area. I weighted the most I ever had at (B)(6) pounds. I started out at about (B)(6). I become bloated in the abdominal area generally daily. In the mornings I start off with a fairly flat stomach and by the end of the day my stomach can look like I am 7 months pregnant. On (B)(6) 2015 I noticed that I had become extremely bloated after eating dinner. I went into the bathroom that night and took a picture of my belly because I was shocked of how bloated I was and shortly after I had to have a bowel movement. After which I began to have sharp stomach, pelvic and lower back pain exactly like I have had during labor (I have had 3 children with non-medicated vaginal births). I was in such pain that it brought me to my hand and knees on the bathroom floor where I had difficulty breathing. This lasted for nearly an hour. I was still in pain, but the sharp stabbing pains were more dull and I was able to crawl into bed and lay there till I fell asleep. The next day I felt an extreme amount of pelvic pressure and a sharp o and off pain in my lower right back area. This only last for that next day until about 3 weeks later I got extremely bloated again and had the same sharp stabbing lower back, stomach, pelvic area pain as previously mentioned. I was not able to go to the doctor or hospital for at this moment I am in between insurances. The abdominal bloating comes and goes on a daily basis. I also tend to had sharp pains at the area where my ovaries are located when I sneeze or get up to quickly.